Event description:
A hosp reported the following via a fisher & paykel healthcare rep in other country: in 2008, a pt being treated in nicu developed a severe septal injury while being treated using nasal prongs. The pt will need plastic surgery to repair the resultant damage. The hosp has stated that a product would have helped to prevent this injury if they had been available in this range. Hosp staff have been offered training by fischer & paykel healthcare since this event.

Manufacturer narrative:
Conclusion: the delicate tissue around the nasal septum can break down if subjected to continuous pressure, friction or moisture. The user instructions that accompany the bubble CPAP interface illustrates the correct interface set-up on the pt. Supporting text requires the user to ensure that nasal prongs are positioned with a minimum 2 mm gap between the prongs and septum to avoid pressure necrosis from developing. If the prongs are incorrectly sized or there is an insufficient gap between the prongs and septum, it is possible for stretching of the pt's nares to occur during movement. To emphasize the importance of correct prong sizing, fph provides, in addition to the user instructions, an illustrated pt interface checklist and assessment form. The fph CPAP pt interface is designed to be applied by adequately trained medical professionals. The user instructions provides this warning in the section entitled "caution" for the user to contact an fph rep for training materials. It is well known through published literature that nasal CPAP requires careful mgmt to avoid the potential side effect of septal erosion. Following this incident, hosp staff have been offered training to prevent a recurrence of this event.